Event description:
The customer reported that the keyboard of the vyntus one laptop from dell is puffed out, which possibly could be the result of a swollen battery. There was no patient involvement.

Manufacturer narrative:
As the device was not returned and the complaint could not be confirmed, a specific root-cause could not be determined. The customer received a replacement laptop. The dell laptop is a third party device which is not further investigated by vyaire. Dell has the appropriate declaration of conformity and adheres to all applicable safety standards. The usage of laptops which fulfil applicable safety standards is state of the art. The customer will be informed that a swollen battery poses a safety risk to users and patients. Therefore the laptop should be returned to vyaire or if that is not possible, scrapped in accordance with hazardous materials disposal. The risk evaluation of this complaint results in a risk acceptance level of a medium acceptable health risk.